Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction complaint number 3003898360-2019-00967 is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a device used in patient for ligating vessel date not recorded, the first 3 clips advanced into the jaws correctly, the next 2 misfired the remainder worked intermittently.